Event description:
It was reported that the customer found a wet reservoir. The reservoirs were disposed. Nothing further reported.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoir test. Reservoirs passed per inspection. No transfer guard leakage anomalies were found during analysis.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Perform pre-fill reservoir test. Reservoirs passed per inspection. No transfer guard leakage anomalies were found during analysis.